Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reported that a 12-hour infusion of methotrexate completed in 10.5-hours. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.